Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death chronic systolic heart failure, atherosclerotic heart disease and hypertension disease. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.